Event description:
It was reported that pump displayed minimum fill notification and customer was unable to load cartridge despite having sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reload same cartridge without success, then followed instructions to clean pump and load new cartridges, but issue persisted, so customer switched to backup multiple daily injections for insulin delivery while technical support escalated troubleshooting and arranged replacement pump, provided instructions for storage mode and setup of replacement pump, and instructed return of problematic pump.